Event description:
It was reported that the customer was hospitalized multiple times, exact dates were not provided. Details and nature of the hospitalization were not provided and could not confirm the pump contributed. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.